Event description:
Voluntary medwatch received states that the right atrial lead exhibited intermittent high pacing impedance and break. No intervention was performed. There were no patient consequences.